Manufacturer narrative:
A detailed analysis of the data logs and files received has been performed, and this analysis concluded that the data do not permit to confirm or measure inaccuracies in the screws positioning. The analysis of available data did not reveal any malfunction of the device during the procedure. The registration was properly performed and the positon of both trajectories was neither on the same vertebrae, nor on the same side. Therefore, no device involvement could be confirmed for the reported issue. The cause for the event remains unknown.

Event description:
The surgeon has two events resulting from implanted screws not achieving their planned trajectory. Left l4 breached laterally and right l5 breached medially. Left l4 breach also caused a k-wire to advance by and past the vertebral body. No damage to vertebrae. Surgery was extended in order to redirect the affected screws and direct them using standard technique to acceptable trajectories. No after effects known.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon has two events resulting from implanted screws not achieving their planned trajectory. Left l4 breached laterally and right l5 breached medially. Left l4 breach also caused a k-wire to advance by and past the vertebral body. No damage to vertebrae. Surgery was extended in order to redirect the affected screws and direct them using standard technique to acceptable trajectories. No after effects known.